Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted on (B)(6) 2024 from clinic with fevers, chills and sweats. Blood cultures was positive for pseudomonas twice. Their driveline was previously positive for methicillin-resistant staphylococcus aureus (mrsa) where the patient was treated with ciprofloxacin (related manufacturer report number 2916596-2024-02331). The driveline was now positive for pseudomonas. The patient had a peripherally inserted central catheter (PICC) line at home and the tip of the PICC line was also positive for pseudomonas and staph. A port was placed for intravenous (IV) merrem (meropenem) and vancomycin to be infused until (B)(6) 2024. The patient was discharged to a rehabilitation center on (B)(6) 2024.